Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dual lumen umbilical vessel catheter. The customer states they were using an argyle 3.5 french double lumen catheter. The catheter was initially inserted at 7 cm deep on (B)(6) at 6:30. It was pulled back on (B)(6) at 13:15 to 6 cm because it was in too deep on the chest x-ray. On (B)(6) the infant was lying prone with the uvc in place. Turned infant over for cares at 14:00 and discovered bloody fluid on linen. Uvc had dislodged from 6cm to 5 cm. Uvc appeared to be slowly leaking blood and fluid from umbilicus. Nnp notified, cxr done to check placement, blood sent for cbc. Uvc discontinued and discovered small puncture between 6 and 7 cm markings. The customer further reports that no medical intervention was required. Product was being used for blood draws and blood pressure monitoring.

Manufacturer narrative:
Submit date: (B)(6) 2016 originally reported as (B)(6) 2016 and should be (B)(6) 2015.

Manufacturer narrative:
Submit date: 05/09/2016. Since the lot number was not provided a device history record (DHR) review could not be performed. A sample was received for analysis and investigation. The sample consisted of two uvc catheters which came inside a generic plastic bag; these catheters presented signs of use (remains of blood). A visual inspection was performed and it can be observed that one of the uvc catheters was cut below the strain relief of the primary lumen. In order to confirm the condition reported a functional test was performed. A leak was observed in the primary lumen and a hole was identified near the #6 and #7 marks. The catheter that was received cut did not show bubbles on the secondary lumen. The other lumen could not be tested since the catheter was cut. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this condition was more likely damaged during use caused due to an improper handling by the user. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.